Event description:
On (B)(6), 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported erratic blood glucose (bg) levels. The reporter indicated that the patient woke up at an unspecified time with a fasting bg level of '492 mg/dl', moderate ketones, and symptoms of nausea and cramping. The patient's site was changed and her bg came down to '312 mg/dl.' At 9:06 am, the patient had large ketones. By 10:56 am, the patient's bg level was 156 mg/dl and she had small ketones. At 12:25 pm, the patient's bg began to rise again and a result of 177 mg/dl was reported. Later in the afternoon, the patient's bg's reportedly reached 393 and 397 mg/dl. At 5:00 pm, the patient's site was changed again and her bg level decreased to 267 mg/dl at an unspecified time. Again, at 8:00 pm, the patient's bg level increased to 307 mg/dl and at 9:30 pm it was 294 mg/dl. The reporter mentioned that the patient no longer had ketones at that time. The patient's health care provider (hcp) advised the reporter to contact animas for troubleshooting and to verify that there was nothing wrong with the pump. During the contact with animas, the patient's current bg level was 118 mg/dl. Through troubleshooting, the animas representative involved in this contact noted that the pump's advanced settings were reviewed and confirmed as being programmed correctly. All totals added up to the tdd/bolus history. The reporter denied observing bent cannulas, leaks, blood, air bubbles, or connection problems. She also denied that the site had redness, blood, or leaking. She admitted, however, that the patient has occasional hardness. The reporter indicated that they were using partial cartridges that the patient had left over from when she would not have enough insulin in her cartridge to get her through the night. They were changing the cartridge and would save the insulin for later use. The reporter was informed that this is not recommended. On (B)(6), 2012, a follow-upcontact was made between animas and the reporter. The reporter mentioned that they were working with a hcp to adjust the pump's settings in relation to activity as needed. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels with ketones which can be associated with severe hyperglycemia. However, at this time, it is unknown if the pump and/or possible use-error contributed to the patient's injury considering no issues were noted with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.